Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the oxygen gas was flushing out of inspiratory port in standby mode as soon the ventilator was connected to oxygen gas supply. The ventilator was investigated by our field service engineer on-site and the nozzle units was found defective and replaced which solved the issue. No replaced parts has been returned to manufacturer for technical investigation. No log files or service report has been provided. The cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that the oxygen gas was flushing out of inspiratory port in standby mode as soon the ventilator was connected to oxygen gas supply. There was no patient involvement. Manufacturer's ref.#: (B)(4).